Event description:
The nurse reported a system message displayed. The footswitch was not functioning. The nurse switched out the footswitch, tightened the cables, and rebooted the system. The system message continued. Two cases were canceled. The first pt had been blocked, but surgery had not been started. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system. The problem reported was confirmed. The footswitch, footswitch cable, footswitch controller pcb, and pneumatic connector were replaced. The software was updated. The parts will be sent for in-house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).